Manufacturer narrative:
(B)(4). The biomed was testing the unit after the sternal saw motor had been fixed and found that the sternal saw foot switch had intermittent operation. The biomed called the manufacturer for the part number however this part can not be sold to the customer. The biomed stated that he will look for the part himself. The biomed called back to say he is sending the unit in for repair.

Event description:
It was reported that during the use of the device for a non-clinical activity (during testing), there was an intermittent operation of the sternal saw foot switch. There was no patient involvement.

Manufacturer narrative:
The reported complaint is not verifiable. The user facility's biomedical engineering technician (bmet) found a part and replaced it. No part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.